Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer received multiple occlusion alarms. The customer's blood glucose level was 322 mg/dl. Tandem technical support had the contact perform a system check and it was found that the occlusion was in the cartridge. The contact will change the supplies to the pump and a correction bolus will be delivered.